Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial reverse total shoulder procedure on (B)(6) 2015 due to humeral fracture. During the procedure, when working on repairing the posterior-inferior rotator cuff and subscapularis, the suture attachment holes on the humeral tray cut the suture multiple times upon attempted reattachment. The reattachment was done by wrapping a piece of fiberwire around the stem. A reverse total shoulder system was implanted.

Event description:
It was reported that patient underwent a reverse total shoulder procedure on (B)(6) 2015. During the procedure, the suture attachment holes on the humeral tray cut the suture multiple times upon attempted reattachment. Thus no reattachment was done.